Event description:
It was reported that the patient barrier rotational handle locks were broken. No injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.